Event description:
It was reported that the patient presented for an upgrade to an ICD from a dual chamber pacemaker. Upon initial interrogation, it was observed that the atrial lead had very poor sensing and intermittent capture. It was decided to explant and replace the atrial lead during the procedure. The patient was stable prior to, during, and following the procedure.